Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (20 mg/ml at 9.990 mg/day) and bupivacaine (0.5 mg/ml at 0.24976 mg/day) via an implanted pump. The indication for pump use was postlaminectomy pain and non-malignant pain. On (B)(6) 2018 it was reported that the nurse saw a motor stall on interrogation of the pump. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump logs with an examined at date of (B)(6) 2018 at 10:41 showed multiple motor stalls and recoveries with a short duration beginning on (B)(6) 2018 at 06:29; there were 12 motor stalls with recovery messages within 24 hours and 3 more before the pump was read on (B)(6) 2018. The physician had the nurse program the pump to minimum rate. The patient was being referred for a surgical consult for pump replacement. The surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of this report. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2018 that reported that the patient had their pump replaced on (B)(6)2018. The patient¿s managing pump physician requested the existing pump be replaced with a 40ml pump and the replacement pump was filled with saline pf per the managing physician¿s request. The patient would follow up with the managing physician to have refill with pain medicine at the office. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis identified electrochemical migration across the electrical feed-through insulator which caused an electrical short. The electrical short resulted in a motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(6) are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump logs with an examined at date of (B)(6) 2018 which showed that the pump stalled again and recovered in the afternoon on (B)(6) 2018 at 13:19 with recovery at 14:12; the pump stalled again the same day at 14:36 with no recovery message; and a stopped pump period may exceed tube set message logged on (B)(6) 2018 at 14:36. No further complications were reported/anticipated.